Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump was received with operating currents within specification and passed the self test, reset error test, rewind, basic occlusion test and displacement test. Multiple boluses and basal rates were programmed and all were properly delivered and recorded accurately in the history and daily totals. No basal anomaly was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a corroded battery tube and minor scratches on the display window.

Event description:
It was reported that the insulin pump dose was inaccurate and that the button response was slow.